Event description:
The customer reported the 2nd generation navigation ring failed , the left & right arrows are not working well and the numbers are flickering. The customer reported there was no patient involvement.